Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the customer was only receiving bolus advice for carbohydrates entered and not correction boluses. We will not be receiving any data for further investigation, could not reach the customer to confirm what version he is using. No adverse event alleged.